Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("very heavy menstrual cycles"). On an unknown date, the patient experienced vaginal haemorrhage ("unusual vaginal bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), dizziness ("dizziness") and ovarian cyst ("developed a cyst on her right ovary"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, dizziness, menorrhagia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dizziness, dyspareunia, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: properly placed and fallopian tubes were occluded. Ultrasound scan - in (B)(6) 2015: developed a cyst on her right ovary. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pelvis pain') in a 28-year-old female patient who had essure (batch no. 740666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2012, overweight and joint pain. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control, sertraline hydrochloride (zoloft) since (B)(6)2013 for depression and hydrocodone since (B)(6)2015 for pain. In 2012, the patient experienced depression ("depression aggravated"). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced back pain ("lower back pain/chronic back pain/ extreme stabbing"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). In (B)(6)2015, the patient experienced menorrhagia ("very heavy menstrual cycles"). On an unknown date, the patient experienced vaginal haemorrhage ("unusual vaginal bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), dizziness ("dizziness"), ovarian cyst ("developed a cyst on her right ovary"), abdominal pain upper ("extreme stabbing stomach pain"), arthralgia ("joints pain") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain, abdominal pain lower, dizziness, menorrhagia, ovarian cyst, abdominal pain upper, arthralgia and menstrual disorder outcome was unknown, the dyspareunia and back pain was resolving and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, arthralgia, back pain, depression, dizziness, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff states that some of her cramping stopped but not all of it. The device was in good position with 3 trailing coils on the right side. Similar fashion was used on the opposite side with 4 trailing coils on the left side. Plaintiff states that some of her cramping stopped but not all of it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Hysterosalpingogram - on an unknown date: results: properly placed and fallopian tubes were occluded. Pregnancy test - on an unknown date: results: pregnancy unconfirmed. Ultrasound scan - in (B)(6)2015: results: developed a cyst on her right ovary. On (B)(6)2013 hysterosalpingogram was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dizziness, lot number: 50512932 manufacture date: jun-2010 expiration date: nov-2015. Lot number: 740666 manufacture date: may-2010 expiration date: may-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Events added from pif- unusual periods. Event genital haemorrhage make non serious. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvis pain") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, joint pain and depression since 2012. Concomitant products included medroxyprogesterone (depo provera) for birth control, sertraline (zoloft) since (B)(6) 2013 for depression and hydrocodone since (B)(6) 2015 for pain. In 2012, the patient experienced depression ("depression aggravated"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced back pain ("lower back pain/chronic back pain/ extreme stabbing"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced menorrhagia ("very heavy menstrual cycles"). On an unknown date, the patient experienced vaginal haemorrhage ("unusual vaginal bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), dizziness ("dizziness"), ovarian cyst ("developed a cyst on her right ovary"), abdominal pain upper ("extreme stabbing stomach pain") and arthralgia ("joints pain"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain, abdominal pain lower, dizziness, menorrhagia, ovarian cyst, abdominal pain upper and arthralgia outcome was unknown, the dyspareunia and back pain was resolving and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, arthralgia, back pain, depression, dizziness, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff states that some of her cramping stopped but not all of it. The device was in good position with 3 trailing coils on the right side. Similar fashion was used on the opposite side with 4 trailing coils on the left side. Plaintiff states that some of her cramping stopped but not all of it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Hysterosalpingogram - on an unknown date: properly placed and fallopian tubes were occluded pregnancy test - on an unknown date: pregnancy unconfirmed ultrasound scan - in (B)(6) 2015: developed a cyst on her right ovary on (B)(6) 2013 hysterosalpingogram was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dizziness. Lot number: 50512932, manufacture date: jun-2010, expiration date: nov-2015. Lot number: 740666, manufacture date: may-2010, expiration date: may-2013 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: plaintiff fact sheet received. Events added from pfs- joints pain. Onset date of event pelvic pain, genital haemorrhage were update. Lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pelvis pain') in a 28-year-old female patient who had essure (batch no. 740666, 50512932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2012, overweight and joint pain. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control, sertraline hydrochloride (zoloft) since (B)(6) 2013 for depression and hydrocodone since (B)(6) 2015 for pain. In 2012, the patient experienced depression ("depression aggravated"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced back pain ("lower back pain/chronic back pain/ extreme stabbing"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). In (B)(6) 2015, the patient experienced menorrhagia ("very heavy menstrual cycles"). On an unknown date, the patient experienced vaginal haemorrhage ("unusual vaginal bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), dizziness ("dizziness"), ovarian cyst ("developed a cyst on her right ovary"), abdominal pain upper ("extreme stabbing stomach pain"), arthralgia ("joints pain") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain, abdominal pain lower, dizziness, menorrhagia, ovarian cyst, abdominal pain upper, arthralgia and menstrual disorder outcome was unknown, the dyspareunia and back pain was resolving and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, arthralgia, back pain, depression, dizziness, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff states that some of her cramping stopped but not all of it. The device was in good position with 3 trailing coils on the right side. Similar fashion was used on the opposite side with 4 trailing coils on the left side. Plaintiff states that some of her cramping stopped but not all of it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Hysterosalpingogram - on an unknown date: results: properly placed and fallopian tubes were occluded. Pregnancy test - on an unknown date: results: pregnancy unconfirmed. Ultrasound scan - in (B)(6) 2015: results: developed a cyst on her right ovary. On (B)(6) 2013 hysterosalpingogram was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dizziness, lot number: 50512932 manufacture date: jun-2010 expiration date: nov-2015. Lot number: 50512932 manufacture date: 2010-06 expiration date: 2013-06. Lot number: 740666 manufacture date: 2010-05 expiration date: 2013-05. Lot number: 740666 manufacture date: may-2010 expiration date: may-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 740666, 50512932) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, joint pain and depression since 2012. Concomitant products included medroxyprogesterone (depo provera) for birth control, sertraline (zoloft) for depression and hydrocodone for pain. In 2012, the patient experienced depression ("depression aggravated"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced back pain ("lower back pain/chronic back pain/ extreme stabbing"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("very heavy menstrual cycles"). On an unknown date, the patient experienced vaginal haemorrhage ("unusual vaginal bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), dizziness ("dizziness"), ovarian cyst ("developed a cyst on her right ovary") and abdominal pain upper ("extreme stabbing stomach pain"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, dizziness, menorrhagia, ovarian cyst, abdominal pain upper and back pain outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, depression, dizziness, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff states that some of her cramping stopped but not all of it. The device was in good position with 3 trailing coils on the right side. Similar fashion was used on the opposite side with 4 trailing coils on the left side. Plaintiff states that some of her cramping stopped but not all of it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Hysterosalpingogram - on an unknown date: properly placed and fallopian tubes were occluded. Pregnancy test - on an unknown date: pregnancy unconfirmed. Ultrasound scan - in (B)(6) 2015: developed a cyst on her right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dizziness, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet received, reporters added, lot no. Added, events added: bleeding genital, stomach pain, lower back pain, depression, concomitant drug added, concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 740666) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, joint pain and depression since 2012. Concomitant products included medroxyprogesterone (depo provera) for birth control, sertraline (zoloft) for depression and hydrocodone for pain. In 2012, the patient experienced depression ("depression aggravated"). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced back pain ("lower back pain/chronic back pain/ extreme stabbing"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("very heavy menstrual cycles"). On an unknown date, the patient experienced vaginal haemorrhage ("unusual vaginal bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), dizziness ("dizziness"), ovarian cyst ("developed a cyst on her right ovary") and abdominal pain upper ("extreme stabbing stomach pain"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, dizziness, menorrhagia, ovarian cyst, abdominal pain upper and back pain outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, depression, dizziness, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff states that some of her cramping stopped but not all of it. The device was in good position with 3 trailing coils on the right side. Similar fashion was used on the opposite side with 4 trailing coils on the left side. Plaintiff states that some of her cramping stopped but not all of it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Hysterosalpingogram - on an unknown date: properly placed and fallopian tubes were occluded. Pregnancy test - on an unknown date: pregnancy unconfirmed. Ultrasound scan - in (B)(6)2015: developed a cyst on her right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dizziness, lot number: 50512932, manufacture date: jun-2010, expiration date: nov-2015. Lot number: 740666, manufacture date: may-2010, expiration date: may-2013 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of ptc (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.